Event description:
A surgeon reported that during intraocular lens (iol) surgery a detached haptic was noted during insertion with a posterior capsule rupture. During removal of the lens the other haptic became detached. Another iol was implanted during the same procedure. Additional information has been requested. MDR report #1119421-2002-00051. A second iol was implanted, and the surgeon again noticed a detached haptic as well as decentration of the lens. A vitrectomy was performed to remove the detached haptic and iol. A third iol was implanted. At a postoperative examination the patient's condition was good. The intraocular pressure was stable and some hemorrhage remained in the eye. MDR report #1119421-2002-00059.

Event description:
Additional info provided by the surgeon indicated the incision was widened to facilitate removal of the iol. The surgeon also indicated the posterior capsule was not ruptured. MDR report #1119421-2002-00051. Addtiional info provided by the surgeon indicated the decentration of the second iol was not noticed until 1/22/2002. During the removal of the second lens, the surgeon indicated a vitrectomy was not performed as previously reported. MDR report #1119421-2002-00059.